Event description:
It was reported that the ilet pump¿s screen was cracked and the device was intermittently difficult to unlock after the user awoke to check blood glucose, while blood glucose management remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no interruption of insulin therapy reported, continued cgm use via dexcom app or receiver, and arrangement for replacement with instructions to shut down the device prior to return. Investigation included customer service troubleshooting, education on device shutdown, data sync guidance, and logistics for replacement and return. Investigation of this case revealed a damaged display consistent with a screen break without impact to pumping functionality. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device¿s display unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.